Manufacturer narrative:
MDR 9618003-2020-12626 / device 8 of 31. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user checked every other wafer from 6 market units and found that the holes were off centered. The wafers were unusable. No photo is available at this time.